Event description:
Customer reports back to back testing on the advantage system with results hi (>600mg/dl) and 179mg/dl. No quality control info was provided. No adverse event reported. The suspect product was not returned to the manufacturer for eval.